Event description:
Philips received a complaint on the v60 ventilator, indicating that the power button had failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The philips authorized service provider (asp) confirmed the issue, finding that the button could be pushed with a much weaker force than normal. The front overlay switch was replaced and the reported issue was resolved. No other device issue was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter information: (B)(6).